Event description:
The customer stated that he was treated by paramedics due to hypoglycemia. The reported blood glucose reading was 55 mg/dl. The customer stated that he was unconscious during the event, and that he did not know what caused the low blood glucose levels. The customer was having problems with his blood glucose meter at the time of the phone call and could not check his blood glucose reading at the time of the phone call. The customer was advised to discuss the problem he was having with his blood glucose meter with the MFR and to call back to perform further troubleshooting on the insulin pump.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.